Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that acute recoil of the promus stent occurred. Though requested, no other information was provided.

Manufacturer narrative:
(B)(4). Factors that can contribute to difficulty deploying a stent due to stent recoil can include, but are not limited to, patient anatomical morphology, lesion characteristics, patient disease state, pre-dilatation strategy, inflation technique, product size selection, and/or lesion size. To help ensure that the reported difficulties are not a result of a manufacturing deficiency, stent delivery systems are subjected to a 100% visual inspection. Additionally, a sampling of units from every lot is destructively tested prior to release to verify stent deployment dimensions, as well as stent uniformity of expansion. In this case, the promus stent delivery system (sds) was not returned for analysis which may have assisted the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis; therefore, the part and lot numbers were not reported. A conclusive cause for the reported difficulties could not be determined; however, there is no indication of a product quality deficiency.